Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the heater line of a homechoice cassette and heater bag; further described as "the wings of heater bags connection could not closed firmly." This occurred during prime of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.